Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction pressure dome membrane leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f357 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f357 for the reported issue shows no trends. Trends were reviewed for complaint categories, pressure dome membrane leak, alarm #18: system pressure. No trends were detected for each complaint category. A photograph analysis was conducted for this complaint. A review of the customer provided photographs confirm blood leaking from the area of system pressure dome as described by the customer. Furthermore the customer stated priming of the kit was completed without any alarms or incident, indicating that the pressure dome was attached to the dome housing at the start of the treatment. A material trace of the pressure dome housing assembly and its components used to build lot f357 did not find any nonconformances. The pressure dome assembly is leak tested twice during the sub assembly and once more as part of the final kit leak and occlusion test. The device history record review did not result in any related non-conformances and this kit lot had passed all lot release testing. No manufacturing related issues could be identified through this investigation. The pressure dome membrane can dislodge from the pressure dome housing if it is under positive pressure and not securely attached to the pressure sensor. However, the root cause of the reported system pressure dome membrane leak could not be determined based on the information provided. This investigation is now complete. (B)(4).

Event description:
The customer called to report a pressure dome membrane leak during the treatment procedure. The customer stated approximately 17 minutes into the procedure they received a system pressure alarm and then noticed blood leaking from the system pressure dome. The leak occurred during the purging air phase of the procedure. The customer stated there were no alarms during the prime phase before the patient was connected. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable and no medical intervention was required. The customer has returned photographs for investigation.